Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2023. During examination, it was noted that there was noise on the right atrial (ra) lead which led to episodes of inappropriate automatic mode switch (ams) and inhibition of cardiac pacing. Programming changes were not made to the lead as the noise was too large to program around. There were no adverse consequences to the patient.